Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting and perforation of all filter struts beyond the wall of the inferior vena cava (ivc) with multiple struts perforating into surrounding organs/tissue, and fracture of one or more of the filter struts. The patient reported being implanted with a trapease filter; however, the lot number provided is associated with an optease filter. The patient indicated that they became aware of tilting, perforation of filter struts outside the ivc, perforation of filter struts into organs, fractured filter struts retained within the inferior vena cava with strut fractures causing filter collapse approximately seven years, and five months post implant. According to the medical records the patient has a history of anemia, diabetic neuropathy, multiple solid liver lesions and was being evaluated for a hypercoagulable state. The indication for the filter placement was recurrent left lower extremity deep vein thrombosis (dvt) and bilateral pulmonary embolism (pe) for which the ivc filter was successfully placed. Approximately five years and six months post implant, an abdominal computerized tomography (CT) scan was performed to evaluate the filter. The scan reported the superior end of the ivc filter at the l2-3 interspace. The filter is tilted laterally at the superior end and is tilted medially at the inferior end and both contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. Three anterior struts perforate the ivc wall and contact the bowel. There are two strut fractures medially and posteriorly causing a partial collapse of the ivc filter. There is a fractured strut located within the central lumen of the ivc filter. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting and perforation of all filter struts beyond the wall of the inferior vena cava (ivc) with multiple struts perforating into surrounding organs/tissue, and fracture of one or more of the filter struts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. Per the medical records, the patient was reported to have a history of anemia, diabetic neuropathy, multiple solid liver lesions and was evaluated for hypercoagulable state. The patient underwent a successful ivc filter placement which was indicated for recurrent left lower extremity deep vein thrombosis (dvt) and bilateral pulmonary embolism (pe). Approximately five years and six months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for filter evaluation. The scan reported the superior end of the ¿cordis trapease¿ ivc filter at the l2-3 interspace. The filter is tilted laterally at the superior end and it contacts the ivc wall; it is also tilted medially at the inferior end and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. Three anterior struts perforate the ivc wall and contact the bowel. There are two strut fractures medially and posteriorly causing a partially collapse of the ivc filter. There is a fractured strut located within the central lumen of the ivc filter. The report also noted that the original function of this ivc filter is permanent, therefore, it cannot be removed by a percutaneous approach. According to the information received in the patient profile form (ppf), the patient reports being implanted with a trapease ivc filter; however, the lot number provided in the ppf identifies the filter as an optease retrieval filter. The patient reports tilting, perforation of filter struts outside the ivc, perforation of filter struts into organs, fractured filter struts retained within the inferior vena cava with strut fractures causing filter collapse. The patient became aware of these events approximately seven years and five months after the filter implantation.